Event description:
The tourniquet cuff lost inflation during a procedure. There was no delay, no medical intervention, and no adverse consequences. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The tourniquet cuff lost inflation during a procedure. There was no delay, no medical intervention, and no adverse consequences. The procedure was completed successfully.